Manufacturer narrative:
Customer stated that he is a brittle diabetic. Customer has had multiple emergency room visits and calls to the paramedics. Customer is losing consciousness sooner than usual. Customer also experiencing seizures and convulsions. Customer is experiencing low blood glucose reading. The paramedics have been called during the night. The most recent date was (B)(6) 2015. The blood glucose readings were 31 mg/dl, 26 or 24 mg/dl. Customer stated that he feels the lows are the result of too much insulin and not enough food. Customer is revived with juice or glucose. Customer declines to go the hospital. Nothing further reported.

Event description:
Customer reported that he went to the hospital for blood glucose issues, but was not sure if it had anything to do with the insulin pump. Customer also reported he had some issues with no delivery and calibrations being inaccurate. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.